Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during use. The home patient (hp) stated she noticed the bag on the heater line started bulging and filling with air. The baxter technical service representative (tsr) advised her to start over with new supplies. The patient was connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm. All bags were not properly connected. There were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to air in tubing (without alarm) and she said that there were two small holes in the cassette sheeting that day that she believes led to the issue. She said there were no issues with any connections of bags/cassette lines. She did have the cassette available still and was waiting on the box from baxter. She did not notice anything else unusual about the supplies. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a sample request and she said she received a box today from baxter to send back the sample that she had available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.